Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd smartsite¿ extension set, 1.2 micron filter experienced blockage. The following information was provided by the initial reporter: we had another issue last night (5/31) with difficulty priming smoflipids delivered in a bag from pharmacy.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that they had another issue with difficulty priming smoflipids could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd smartsite¿ extension set, 1.2 micron filter experienced blockage. The following information was provided by the initial reporter: we had another issue last night (5/31) with difficulty priming smoflipids delivered in a bag from pharmacy.